Event description:
Patient was brought to the operating room for the intended procedure. Vessel sealer was used for the procedure. While the device was being used, it deactivated and stopped working. Upon withdrawal, the team noted that the blade was exposed. It was replaced by another vessel sealer and the procedure continued without further incident. No patient harm. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). Surgical coordinator handed to materials management coordinator to be returned.